Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) is experiencing difficulty increasing the amplitude for his therapy. A diagnostic test revealed invalid impedance measurements for several lead contracts. Effective stimulation was recaptured for the pt via reprogramming utilizing the functioning electrodes. There are no plans for surgical intervention at this time.